Event description:
A report was received that a patient was unable to charge the ipg after the implant procedure and was experiencing pain at the ipg site. The physician determined that there was a hematoma above the ipg. The patient underwent a revision procedure to reposition the ipg and is reportedly doing well.

Manufacturer narrative:
This is the final report.